Event description:
Information received indicates the bed lost function due to fluid ingress and corrosion on the 22-position connector on the retracting frame.

Manufacturer narrative:
The technician replaced the 22-position connector to repair the bed.